Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the stylus and arrow would not align. As a result the overlay/bezel assembly was replaced and the stylus was calibrated.

Event description:
It was reported that the touch pen would not calibrate. Troubleshooting was attempted with several calibration tests and using a service disk without success. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.